Event description:
The user had lasik using visx on 3/15/1999. The user has been experimenting strong starburst effect ever since the surgery. The main reason is due to the restricted treating zone of visx, the user's dr and other lasik specialists said that my pupils are in the normal size range. The user spoke with other lasik pts, some of them have the same complaint. The reason they gave is that visx's treating zone is too small. The user is surprised, since so may people have been complaining about visx, why was visx approved by the FDA? The user's starburst is so strong that the user can't work or do anything else properly inside. Basically the user became a disabled person. Would the co please tell the user what eye parameters that a dr need to evaluate carefully and discuss the possible risks resulting from individual parameters in detail with pts before the surgery. The user's dr did not mention about the user's pupil size.